Manufacturer narrative:
Device evaluation update: g4, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user faulty as the end user lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. However, the customer provided screen shot shows functional block and found the blower voltage is 10.32v and blower current is 0.91amp while the blower speed is zero. Investigation is still ongoing.

Event description:
The customer reported that blower failure alarm was active on the bellavista 1000. Furthermore, there was no patient involvement associated with the event.